Manufacturer narrative:
The vessel sealer extend has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. No images or procedure videos of the event were shared. A log review was conducted, which resulted in the following findings: the instrument was last used on (B)(6) 2021. This complaint is being reported based on the following conclusion: the vessel sealer instrument grips did not open after it had been working. Although there was no patient injury as a result of this event, if the failure were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted nissen fundoplication surgical procedure, the jaws on the vessel sealer extend (vse) would not open. Staff stated that the doctor removed the instrument and was able to get the jaws to move and is using it normally now. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed staff that they may need to remove the instrument and flush it out with saline at both ends to remove any possible bio-matter. Staff proceeded with the case as-is and may try flushing later. Tse instructed the staff that if it gets worse, then they are to try another instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred during use on tissue and the vse jaws suddenly became stuck together. The instrument was removed and cleaned. The customer was unable to open the jaws to clean. The customer reattached instrument to robotic arm and the doctor was able to open them freely. The procedure was completed with same instrument with no injuries. The customer will not return the instrument. Information regarding patient demographics, relevant tests, and medical history was requested, however the coordinator could not provide that information.